Manufacturer narrative:
This report should be voided. It was determined this event/product was reported under 0001822565-2024-03036.

Event description:
This report should be voided. It was determined this event/product was reported under 0001822565-2024-03036.

Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient was revised due to a broken lps post. It was reported that no further information is available.

Manufacturer narrative:
Cmp-(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.